Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2007. Patient experienced pain, weakness, difficulty with simple daily living activities, and increased metallic ions in her bloodstream. Patient has not yet been revised. Doi: (B)(6) 2007 - dor: unk (left side). Patient is a resident of (B)(6). Update oct 4, 2017: litigation record received. There is no new information. Updated unknown head and added unknown cup, sleeve and stem. This complaint was updated on: oct 18, 2017.

Event description:
Medical records received. After review of medical records, it was stated that the patient was revised to address left hip metal on metal failure with recalled left total hip implant with osteolysis. Revision notes reported that the posterior aspect of the hip was incised exposing clear joint fluid. There was gross black staining on the morse taper. The was removed with minimal bone loss. There was a small amount of osteolysis anterior superior under the acetabular component. All asr devices were removed then replaced with a depuy head and competitor devices in the acetabular side.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4). H6 patient code: no code available (3191) used to capture device revision or replacement and blood heavy metal increased patient codes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary .no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.